Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 valve, during deployment, when the balloon was fully inflated during rapid pacing, the valve and balloon upon full inflation migrated up into the ascending aorta. Full capture on pacing was maintained and the valve was positioned in the ascending aorta. The patient was stable post-procedure. It was determined that another valve should be implanted. However, at this time there is no date for the planned intervention. As per medical opinion, the operators indicated that the mis-sizing led to the system "pop-up" and that in perspective going nominal -02 was not the right choice. The patient was remeasured, and it felt that it was bigger than the first measure.

Event description:
Additional information was provided by the reporter that indicates that implanting another valve will not be necessary as the patient's symptoms have improved after the procedure as the aortic valve was dilated during deployment. Therefore, it is not planned to bring the patient back for a tavi.

Manufacturer narrative:
Correction to h6; clinical code, device code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra valve was not returned for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for a malpositioned valve was unable to be confirmed as no imagery/medical device was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training manual revealed no inadequacies. As reported, "it was decided to do nominal -2cc as there were concerns about the lvot. During deployment, the valve and balloon migrated up into the ascending aorta upon full inflation. Full capture on pacing was maintained. The valve was positioned at the ascending aorta. The patient was stable post-procedure. The patient's symptoms improved after the procedure as the aortic valve was dilated during deployment. Therefore, it is not planned to bring the patient back for a tavi." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per medical opinion, "they believe their assessment of calcium on the valve was incorrect and agree that they undersized the valve incorrectly". In this case, the valve was deployed with a 2cc less than the nominal volume due to an inadequate assessment performed pre-procedure. With the valve under-expanded, the valve was not properly anchored to the annulus, leading to valve movement during deployment. Available information suggests that procedural factors (valve under-expansion due to inadequate patient screening assessment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.